Event description:
It was reported that the customer's blood glucose (bg) value displayed as displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, law enforcement was called to the customer¿s home to check on them due to the low bg. Law enforcement just checked on the customer and did not provide any sort of medical intervention. Customer consumed carbohydrates to address bg